Event description:
The pt underwent cardiac cath using a st. Jude medical naviflex 6 fr sheath -lot #1062102- via right femoral artery. The area had considerable scarring from prior caths. On attempted removal of the sheath at the end of the case, with minimal manual force, the sheath stretched and "uncoiled" and snapped. Further attempts to remove the remnant that was still in the pt proved impossible. The pt was taken to the o.r. For emergency vascular surgery. Reporter then tested these sheaths ex vivo and was disturbed to find how little force was required for the sheaths to completely come apart.